Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The customer reported a ventilator with a malfunction of the keyboard. The ventilator was not on a patient at the time of the event.